Event description:
Boston scientific received information that during an attempted implant procedure, this lead was unable to be successfully implanted reportedly due to a non-functional helix mechanism. Ultimately the lead was removed from the procedure and returned for a post market evaluation. Field information states the physician may have been using an incorrect fixation tool and additionally noted, forceful measures had been applied. Another lead was then successfully implanted in the absence of adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly evaluated. The lead was received with a soft stylet fully inserted, with bends noted at 25.3 cm and 47 cm from the terminal pin. The lead body was noted to be twisted, and the insulation on the rate/sense conductor was wrinkled and the conductor coils were offset. The helix was fully extended, with dried blood noted in the helix housing. The stylet was removed using 14 ounces of force (the specification for stylet removal is 4 ounces); the resistance was due to bends in the stylet. Electrical testing was performed, which identified a conductor fracture on the rate/sense coil. An x-ray confirmed the conductor was stretched and fractured at the distal area of the terminal pin. Laboratory analysis determined the conductor fracture was caused by over-torque of the helix mechanism. This may have occurred due to the use of an incorrect tool rather than the terminal tool that was packaged with the lead.